Event description:
On 04-feb -2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-90 lasso tip broke off. This occurred during use in a case with no patient effect. No excessive force was applied, and the device was used normally. A new product was opened and the procedure was completed. There were no health risks to the patient, such as the device remaining inside the body.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-6068-90, batch 5231171753, was received for investigation. Visual inspection revealed that the device was returned with a fractured tip. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to off-axis loading or prying and leveraging the device. The complaint allegation is confirmed. Refer to the investigation photos.